Manufacturer narrative:
H10:the customer bme confirmed the device was repaired by replacing the power cord. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer biomed reporting the v60 ventilator failed the electrical safety testing during preventative maintenance (pm) evaluation. The device was not in clinical use. There was no report of harm or other patient//user impact. The device did not meet specification for intended use and was remained out of service. Investigation ongoing.